Event description:
The surgeon attempted to implant a collamer lens model cc4204bf. It was indicated that the lens would not fold out properly and one of the haptics was torn. The lens was not implanted and there was no patient injury. The facility stated it is unclear if a product malfunction occurred. The facility did not specify the model and lot numbers of the cartridge and injector used during surgery.

Manufacturer narrative:
Evaluation: the visual inspection of the lens showed evidence of surgical residue and one haptic was torn. Conclusion: the root cause of this event could not be determined because the cartridge and injector were not returned.